Manufacturer narrative:
As reported, it is alleged that post-implant of the ventralight st mesh, the patient experienced seroma, infection, abscess and underwent surgical intervention. Based on the information provided to date, no conclusion can be made as to the degree to which the ventralight st mesh, may have caused or contributed to the patient¿s reported symptoms. Seroma and infection are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use, supplied with the device, as possible complications. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Product identifiers were not provided, without a lot number a review of the manufacturing records is not possible. Note, as a specific date was not provided, the date of implant was estimated as (B)(6) 2016. Should additional information be provided, a supplemental emdr will be submitted. Not returned - device remains implanted.

Event description:
The following was reported to davol: 2016 it was reported that the patient underwent an emergent laparoscopic repair of an umbilical hernia with the implant of an unspecified bard/davol ventralight st mesh and has had multiple surgeries since then. After 6-7 weeks of implantation - the patient was diagnosed with a seroma in which fluid was leaking from the abdominal incision. The patient underwent a second surgical intervention to clear the seroma and explore the surgical area. Ni/ni/ni - a CT scan was performed and indicated a problem with the surgical site tissue. On (B)(6) 2020 the patient underwent a third surgery, open exploratory to debride the infected area and clear the abscess and infection. The mesh was trimmed in some areas but not fully removed. A wound vac (vacuum assisted closure) was placed in at this time for 28 days. It was reported that the patient was feeling better then, but had chronic pain and infection for the last 4 years.